Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Factors that can contribute to balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices, lesion calcification, or insufficient preparation prior to use. In this case, based on the reported information, it is possible that the balloon catheter interacted with the mildly calcified anatomy causing the reported balloon rupture; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the proximal left anterior descending coronary artery. After pre-dilatation with a 1.2x6mm traveler rx balloon dilatation catheter (bdc), an intravascular ultrasound was performed. Further pre-dilatation was attempted with a 3.0 x12mm traveler rx bdc; however, the balloon ruptured at 6 atmospheres during the first inflation. The procedure was successfully completed with a non-abbott bdc and deployment of a 3.0x15mm xience sierra drug eluting stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.